Event description:
The facility reported that while the attendant was manually moving the turntable, the lift passed under the stopper and fell to the floor. No patient was in the lift at the time. No injuries were reported. (B) (4)